Event description:
The blunt tip of the short series bone awl was broken off inside the hole that the surgeon forming with the awl in the sacrum at the s1 position. The surgeon attempted to retreive the tip of the awl but the awl tip moved farther away during retreival attempts. The surgeon elected to leave the bone awl tip in the patient's sacrum because the tip posed no serious threat to the patient. The surgeon then inserted a sacrum bone screw into ther hole as per his original intent and the operation continued to the end with no further difficulties. The tip is positioned next to the lower threads of the sacrum bone screw. No adverse reactions have occurred to this patient as of this dateinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.